Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Call with customer dropped before technical support could provide pump reset instructions, and after calling back, technical support left a voicemail to assist with the pump reset upon follow-up.